Manufacturer narrative:
The soft-cannula was observed to be bent. The timing and cause of this damage is unknown. Fluid was still able to flow through normally. A leak test was performed, and no leakages were observed along the entire fluid path. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 17.3 mmol/l (311.4 mg/dl) while wearing the pod between 25 and 36 hours. As treatment, the patient gave manual injections using insulin pens.